Manufacturer narrative:
Testing of actual/suspected device. A getinge field service engineer (fse) was dispatched to evaluate this unit. During initial functionality check, no smell was observed. Removed all covers with unit running and no smell was observed. Visual inspection shows nothing burnt, faulty, or mis-routed. Nothing is leaking from unit, nor does it look like anything was spilled on/in unit. Pm was last done by getinge in march '22. At this time, it is uncertain what was causing the sulphur smell. Unit is operating to manufacturer's specs. Ran unit for 2 hours in normal-operation mode with no problem. The event site name in is shortened due to field character limit. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) was omitting a sulfur like odor. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported. At this time it is reported that the iabp is currently not being used.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse stated that no error code was noted or logged in the system. During initial functionality check, no smell was observed. Then the fse removed all covers with unit running and no smell was observed either. Visual inspection showed nothing burned, faulty, or mis-routed. Nothing was leaking from unit, nor did it look like anything was spilled on/in unit. The fse also stated that at this time, it is uncertain what was causing the sulphur smell. The unit was operating to manufacturer's specs. The fse ran the unit for 2 hours in normal-operation mode with no problem. The fse replaced the safety disk due to time expiration and had nothing to do with the reported issue. The fse then performed full checklist and calibration. All tests passed and the unit was within manufacturer's specifications. The unit was cleared for clinical use.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) was smelling like sulfur. There was no patient involvement.